Event description:
I got the device implanted on (B)(6) 2007 and after that I started having symptoms surfacing. Had to see different drs and an allergy dr. Was prescribed a lot of different medications that I never took because I'm not medicating my body. The dr that planted the device never told me that it was a permanent device, I thought I was able to get it taken out as I pleased to have another child if I wanted to. The symptoms that started surfacing is/was majorly bad headaches that put me in bed, pain during sex, constant bleeding at one point, rashes from month to month that I had to go to the hospital for, nickel allergy, massive tiredness and being in bed a lot for barely keeping my eyes opened, having to get polyps removed from my cerix (precancerous cells), I'm still having major pain during sex with my partner, I've dealt with relationship problems cause of the device and many other bad things has happened to me. The device is a big mistake and has ruined my life! I've also gained massive amounts of weight over the years from it as well that I'm still trying to work off.